Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified the strips expired 9/28/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 153mg/dl and 153mg/dl fasting. Reviewed meter memory: 1:162mg/dl (B)(6) 2015 08:55:00 am fasting:yes. 2:175mg/dl (B)(6) 2015 01:47:00 pm fasting:no. 3:125mg/dl (B)(6) 2015 08:48:00 am fasting:yes. 4:112mg/dl (B)(6) 2015 08:36:00 am fasting:yes. 5:194mg/dl (B)(6) 2015 07:05:00 am fasting:yes. Customer is concerned with the results of 162,175 and 194mg/dl in the meter's memory. Customer called with concerns of getting high blood result when she performs her blood test.